Manufacturer narrative:
The daughter reported that her mother feel twice while walking with the rollator. She stated the first incident occurred when the rollator apparently collapsed during use. As a result of the fall, the end user was diagnosed with a left clavicle fracture. They self repaired the device and had it welded when they found a loose bolt. Then approximately two weeks later, the end user fell when the front right frame tubing fractured. She fell, hit her head and was diagnosed with a concussion. They stated that maintenance had not been performed on the device during the 3 years they had owned it. The sample was returned and evaluated. The device exhibited extreme wear and the casters had multiple scuff marks and gouges, suggesting several incidents of impact with other objects. It has been determined that the lack of maintenance and self repair contributed to the reported incidents.

Event description:
The end user fell while twice using the rollator. She suffered a concussion and fractured clavicle.